Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv1013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a 7655405 catheter placed from the right basilic vein on (B)(6) 2020 for chemotherapy to treat advanced malignant tumor. The operator soaked the catheter before pre-flushing. No damage or fluid leaks were noted during pre-flushing. The catheter was placed smoothly. After the operations were completed, fluids were found leaking from the 46 cm scale during catheter flushing. After trimming, a new connector was attached. X-ray showed the tip of the catheter was located at the fourth thoracic vertebra.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector and usage residues were observed throughout the sample. A diagonally aligned split was observed in the catheter tubing near the distal end. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion; however, a spraying leak was observed emanating from the split site. Microscopic inspection of the split revealed a granular fracture surface. The split edges curved inward. Following longitudinal bisection of the sample within the region of the split, inspection of the inside surface revealed diagonally aligned impressions leading into the split. The inside surface damage was more extensive than that observed on the outside surface. The split characteristics and inside surface impressions were consistent with damage caused by contact between the catheter wall and the inlaid stiffening stylet. Such damage can occur if the catheter is not wetted prior to manipulation of the stylet and if the catheter tubing is pinched or otherwise constrained during that manipulation. The product includes a hang tag which indicates that the catheter must be wetted prior to stylet removal. A lot history review (lhr) of recv1013 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient had a 7655405 catheter placed from the right basilic vein on may 21, 2020 for chemotherapy to treat advanced malignant tumor. The operator soaked the catheter before pre-flushing. No damage or fluid leaks were noted during pre-flushing. The catheter was placed smoothly. After the operations were completed, fluids were found leaking from the 46 cm scale during catheter flushing. After trimming, a new connector was attached. X-ray showed the tip of the catheter was located at the fourth thoracic vertebra.